Event description:
During sample evaluation of a transfer set for a leak, it was noted that the ID patient connector measured outside specification range.

Manufacturer narrative:
(B)(4). Dimensional inspection of the returned transfer set sample identified that the inside diameter of the patient connector of the returned transfer set sample was identified to be out of specification. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.